Manufacturer narrative:
H10: through follow-up communication livanova learned the correct device serial number involved. Model and serial number have been added to the dedicated d.4 section. The affected part was returned to livanova deutschland for a detailed investigation. The technician could not reproduce the reported issue. During prior test run and during complete procedure no error occurred. The device was working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The involved gas blender was manufactured in 2007 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past, neither concerning trend has been identified. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender components (gas mass flow controllers and relative flow sensor for e19, processor board egb 9604 (pn 90-304-730) for one of the two (2) error occurred (e16)). Considering the results of service activity, an hardware defect of the unit can be ruled out. Therefore, it cannot be excluded that the reported event was caused by an improper hospital gas supply or a missed gas blender warm-up phase.

Event description:
See initial report.

Event description:
Livanova received report that a s5 gas blender system gave two (2) error codes associated to a discrepancy between the actual and set gas flow values and to a fault in the processor timer switch respectively. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The gas blender system 25-40-00 is not distributed in the USA and it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). H10: livanova deutschland manufactures the s3 gas bender system. The incident occurred in (B)(6), germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.